Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they developed a potential infection at the implant site sometime last week. Caller stated that they think it is a pocket of fluid and was put on antibiotics. Caller added that they have a follow up appointment with their healthcare provider on december 9th and would like to meet with a representative to do a 'tutorial'. Pt stated the original meeting with the rep was supposed to be tomorrow and was told to call in to schedule a rep for the 9th. Redirected caller to healthcare provider. Pt stated at the implant site, there is a knot and then on saturday it got about the size of a clenched fist and they could see a red spot there. The patient was redirected to their health care provider to further address the issue.